Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to noise of the right ventricular (rv) lead. In addition, it was noted the lead integrity alert (lia) had triggered due to short v-v intervals and rv lead impedance variation. High/undefined defibrillation impedance and pacing impedance was noted. Oversensing was noted in the stored electrograms, along with high thresholds. The lead was turned off and remains in the patient. No further patient complications have been reported as a result of this event.